Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the extension sets with one-link needle-free lv connector did not flow. The customer was able to flush saline through the IV, pulled back for a flash of blood, and once they got this they tried flushing again to cap the IV, but the syringe would not advance. This was noted during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation contaminated with blood; therefore, a complete sample analysis could not be performed. The reported condition of no flow was not observed during visual inspection. The reported condition could not be verified and the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.